Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "triple the size of the right breast and exchange of textured devices due to patient's concern with product ". Later healthcare professional reported "ruptured ". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. ¿anxiety-product/procedure: unable to observed. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "triple the size of the right breast and exchange of textured devices due to patient's concern with product ". Later healthcare professional reported "ruptured ". This record is for the left side. Device has been explanted and replaced.